Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula. An 8.0 x60, 75cm gladiator elite balloon catheter was advanced for in-stent dilation. However, during inflation at 20 atmospheres, the balloon ruptured. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula. An 8.0 x60, 75cm gladiator elite balloon catheter was advanced for in-stent dilation. However, during inflation at 20 atmospheres, the balloon ruptured. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator 8 x 60,75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 63mm in length and extended from a position 5mm distal from the proximal markerband to the proximal end of the distal markerband. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.